Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient was implanted on (B)(6) 2015 and it was taken out on (B)(6) 2015 because of complications with infection and bleeding in spinal column. The patient was still in rehab on (B)(6) 2016. The drug in the pump at the time of the event, the patient's pertinent medical history/other medications, the onset date, diagnostics performed, and the cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the other medications the patient was taking at the time of the event were duragesic 100mcg, duragesic 50mcg patches, vicodin 5/300, zanaflex 4mg, bentyl 20 mg, miralax, nexium 40mg, ambien 10mg, elavil 25 mg, fish oil 1200mg, lipitor 40 mg, lyrica 300mg, melatonin 3mg, synthroid 125mcg, tricor 48 mg, vita-d 35000 iu, asa 81 mg, hydrochlorthiazide 12.5 mg. The patient's pertinent medical history included chronic lumbar radiculopathy and lumbar post-laminectomy syndrome. Allergies included codeine, e-mycin, iodine, ivp dye, pcn, and zinc oxide topical. The patient first started to experience increased back pain and lumbar pain (B)(6) 2015. Diagnostics included blood cultures (negative results); it pump tapped (frank bloody fluid and csf analysis showed no growth); lumbar puncture (B)(6) 2015 (bloody csf no growth in cultures); bloody fluid from it catheter at time of removal of it pump on (B)(6) 2015 was sent for culture (no growth). The cause of the infection and bleeding in the spinal column was noted to be intra op-cultures showed coag negative staph methicillin sensitive in broth only.